Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's catheter being occluded. It was reported on (B)(6) 2016 that during a routine pump replacement surgery the hcp was unable to aspirate the catheter, and the proximal segment was deemed to be occluded. A new anchor was applied, and connected to a new proximal segment of a catheter. The patient was being medicated through the pump with gablofen at a concentration of 2000mcg/ml, and a dose of 1725 mcg/day. Status of the patient is unknown. The patient's medical history includes intractable spasticity and cerebral palsy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.